Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the d4 and h4 section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath slender sheaths was leaking from the hub. The patient was reported to be in fine condition and the procedure was successful.